Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an abrupt change in shock impedance measurements from 50-60 ohms to greater than 200 ohms. There were low r-waves, a decrease in rv pace impedance measurements, and a rise in thresholds. Rv pace impedance and threshold measurements were around 350 ohms and 1v, respectively. Electrogram (egm) review revealed noise on the shock channel and non-physiologic noise with oversensing on the rv rate/sense channel marked as ventricular fibrillation (vf). Technical services (ts) discussed troubleshooting/programming options and possible causes, such as lead fracture. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit noise with oversensing. There mypotential noise observed on the shock channel that resembled a make-break fracture. Shock impedance measurements greater than 200 ohms were observed at the end of november. The patient was scheduled for a follow up appointment for further evaluation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an abrupt change in shock impedance measurements from 50-60 ohms to greater than 200 ohms. There were low r-waves, a decrease in rv pace impedance measurements, and a rise in thresholds. Rv pace impedance and threshold measurements were around 350 ohms and 1v, respectively. Electrogram (egm) review revealed noise on the shock channel and non-physiologic noise with oversensing on the rv rate/sense channel marked as ventricular fibrillation (vf). Technical services (ts) discussed troubleshooting/programming options and possible causes, such as lead fracture. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an abrupt change in shock impedance measurements from 50-60 ohms to greater than 200 ohms. There were low r-waves, a decrease in rv pace impedance measurements, and a rise in thresholds. Rv pace impedance and threshold measurements were around 350 ohms and 1v, respectively. Electrogram (egm) review revealed noise on the shock channel and non-physiologic noise with oversensing on the rv rate/sense channel marked as ventricular fibrillation (vf). Technical services (ts) discussed troubleshooting/programming options and possible causes, such as lead fracture. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit noise with oversensing. There mypotential noise observed on the shock channel that resembled a make-break fracture. Shock impedance measurements greater than 200 ohms were observed at the end of november. The patient was scheduled for a follow up appointment for further evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that shock impedance trends appear stable since this rv lead was reprogrammed to omit the superior vena cava (svc) coil from the shock vector and defibrillation threshold (dft) testing was successful. There have been four additional non-sustained ventricular tachycardia (nsvt) episodes containing rv noise since dft testing was performed in december, and the noise has been occurring with growing frequency. This rv lead remains in service at this time, however lead revision was advised due to the risk of inappropriate shocks due to the oversensed noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.